Event description:
--

Manufacturer narrative:
The lead will be returned for analysis. The post market quality assurance laboratory will analyze the product. Upon completion of the analysis, the event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the lead was returned and analyzed. The helix mechanism was stretched beyond labeled specification, and tissue encapsulated the base of the helix. Our analysis was unable to confirm or refute the clinical observation of perforation.

Event description:
Boston scientific crm received information that during the attempted implant procedure with this right ventricular (rv) lead, a perforation occurred and the procedure was cancelled. No further adverse effects were reported and the lead will be returned.